Event description:
It was reported that during a da vinci-assisted radical extraperitoneal without lymphadenectomy prostatectomy surgical procedure, the customer noticed the image on all monitors began flickering. An isi technical support engineer (tse) had the customer press the "default factory setting" with no change. The tse then had the customer perform power cycle of the system and reseat the camera cable; however, the issue persisted. The issue was not only the scope but also the camera head. The customer already completed procedure under this condition. No known impact or patient consequence reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that after the procedure, they booted up the system to check and contacted dvstat to report the flickering image that occurred during the procedure, a "camera arm not free to move" message displayed. There was no error occurred with the flicking image issue. The lamp module was replaced and discarded at the hospital. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the flickering images on all monitors. However, the fse confirmed that there was almost no light when checking the light intensity of the illuminator. The fse replaced the lamp module with a spare and the illuminator was turned on again and the light intensity was normal. The defective lamp module may cause the image to flicker due to flickering light. The system was tested operated without error and verified as ready for use. The affected lamp module (part 950093) involved with this complaint is a field scrap item and will not be returning to isi for further investigation. A review of the procedure log showed the site performed this radical extraperitoneal without lymphadenectomy prostatectomy surgical procedure on (B)(6)2022 via system sh2016. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: the images were flickering during the procedure. Even though the field service engineer (fse) was not able to reproduce the issue, the lamp module was replaced due to low brightness. System unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.